Event description:
The customer's family member stated that they have noticed the insulin was leaking past the o-rings on a few reservoirs. Also they stated that some of the plungers have been crooked inside of the barrel. Family member also was wondering if this could be the reason for the air bubbles.